Event description:
According to the facility, "the surgeon was injecting local into the patient before the start of the procedure. While injecting, the thumb ring broke off leaving a sharp jagged edge of the plunger. No harm came to surgeon or patient."

Manufacturer narrative:
According to the facility, "the surgeon was injecting local into the patient before the start of the procedure. While injecting, the thumb ring broke off leaving a sharp jagged edge of the plunger. No harm came to surgeon or patient." The procedure was able to be completed. No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.